Event description:
The pt's pump was refilled on (B)(6) 2011. The following day the pt went to an emergency room with increased spasms, pain and increased spasticity. A healthcare provider (hcp) interrogated the pt's pump, which showed the pump had been shut off for 27 hours and 13 minutes. It was further indicated that the time coincided with the refill and the amount of time the pump was shut off. The hcp programmed the pump back to flex mode and gave a bolus. The pt was at home at the time of the report, and was doing "ok". The pump contained lioresal. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information: a patient's family member indicated that the patient was itching, had anxiety, discomfort, and "high" tone. The patient was noted as being in a local "ed." The symptoms had resolved with regards to a bolus and no tests. The cause of the event was noted as being unknown. A programming error however was suspected; and it was unknown if there was an interruption of programming for example. The hcp planned to follow-up once the requested pump logs have been obtained. The patient was noted as not having shown up for an appointment. The patient's pump was confirmed / clarified as having contained lioresal.

Event description:
Additional information reported that the patient's pump had been programmed to the stopped pump mode. It was unknown how the pump became set in this mode. The patient was to be seen by the nurse on 2012-(B)(6), for a pump medication refill. Additional information was requested but not available as of the date of this report. A follow-up report will be filed if additional information becomes available.

Event description:
Additional information clarified the previously reported events: the patient had been "admitted" to the emergency room (ER) with severe rigidity and twitching. At one point, low doses of valium were administered to the patient. But, the patient experienced withdrawal from the valium that was described as "ugly." The patient's pump was, then, read and it was found that the pump had stopped. The pump was started again. There was a concern that there was no "beep" from the pump, or some other kind of notification to make it known that the patient's pump had stopped. No actions were taken or planned. It was suggested by the patient's physician that the pump was getting old and a replacement was under consideration. The patient received effective therapy following the pump being restarted. It was confirmed that this event only occurred once. The patient's pump contained lioresal at a concentration of 2,000.0 mcg/ml and a dosage of 359.1 mcg/day.